Event description:
It was reported that during a trans-sphenoidal sinus procedure, a drill attachment overheated. Backup equipment was used to complete the procedure, without causing a clinically significant delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.